Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
One introducer kit was received in an open tray for evaluation. Prior to decontamination, examination confirmed what appeared to be a hair (eyelash) inside the open tray. There was also clear fluid observed inside the introducer side arm. The introducer was decontaminated. Customer report of hair on the tray was confirmed. A hair-like particulate was found on the tray. The particulate was light brown in color and approximately 0.4" in length. The particulate had what appeared to be a hair follicle at one end. Visual examinations were performed under microscope at 10x magnifications. Measurement was made with a starrett ruler. A device history record review was completed and documented that the device met all specifications upon distribution. Although the customer report was confirmed, it is not possible to conclusively relate the complaint to a manufacturing nonconformance as the product packaging was received opened. The source of contamination cannot be determined. No additional actions will be taken at this time.

Event description:
It was reported that "about 1cm of a short hair was observed on the tray near the catheter before use." There were no patient complications reported.